Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the removal of a dental implant during installation surgery due to its lack of primary stability. There are no info about surgery procedure and about implant replacement.